Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s legs started feeling funny and ¿felt like noodles¿ about ten days prior to the report. The patient did not have any balance for the last 3 ¿ 4 days prior to the report. The patient was unsure if it was related to the device or therapy. The patient was admitted to the hospital and tests were done to check for infection around the implant along with blood tests, cat scans, and a culture. No further complications are anticipated.